Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, an failed downstream occlusion during pm, 5.51 psi was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion with 5.51 pounds per square inch (psi). This occurred during the preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.